Event description:
It was reported that a 6 right femoral artery sheath was upsized to a cook checkflo sheath. Immediate bleeding and hematoma were noted to the site. The decision was made to place an impella to the left femoral artery using an impella 14 french peel away while vascular surgery did a percutaneous transluminal coronary angioplasty to the right femoral artery via right axis deviation approach. The patient's outcome is stable.

Manufacturer narrative:
The introducer has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental report will be filed.